Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving unspecified higher readings on the adc freestyle libre sensor when compared to unspecified readings obtained on a competitor brand meter. Customer experienced lightheadedness and a loss of consciousness, and had contact with a healthcare provider who treated her with orange juice and unspecified intravenous treatment. An hcp meter reading of 101 mg/dl was reported and compared to a "fst" reading of 40 mg/dl, however it is unknown when these readings were obtained in relation to the treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Reprogrammed sensor and linearity testing could not be performed. Extended investigation has also been performed. The returned puck was found to be in sensor state 6. The sensor puck was reprogrammed and linearity testing was performed. The returned sensor puck passed the linearity test within the error budget range indicating that the electronics are functioning properly. No malfunction or product deficiency was identified.

Event description:
A customer reported receiving unspecified higher readings on the adc freestyle libre sensor when compared to unspecified readings obtained on a competitor brand meter. Customer experienced lightheadedness and a loss of consciousness, and had contact with a healthcare provider who treated her with orange juice and unspecifed intravenous treatment. An hcp meter reading of 101 mg/dl was reported and compared to a "fst" reading of 40 mg/dl, however it is unknown when these readings were obtained in relation to the treatment. There was no report of death or permanent injury associated with this event.